Event description:
It was reported that the patient felt 'vibrating.' Interrogation indicated that the right ventricular lead threshold had risen. Reprogramming was performed and the lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.